Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 05 and 09) occurred. Reportedly, the customer had followed the prompts when loading the cartridge and had not overfilled the cartridge. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose level was 500 mg/dl and a correction bolus was delivered. A supply change was performed resolving the alarms.